Event description:
It was reported that a connector on an ilet device cracked and a broken piece remained lodged in the pump after the device had been carried in a pocket with the user's blood glucose reported at 244 mg/dl; unknown if the user reverted to subcutaneous insulin injection. The patient removed the fragment with pliers, and replacement cartridge and luer connector supplies were shipped. Customer care provided agent-assisted troubleshooting and user education. Investigation of this case revealed mechanical damage to the connector consistent with a cracked component and a stuck fragment, with the affected device component identified as the connector and associated cartridge interface. Symptoms included irritability. Outcomes included no medical intervention or user injury. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from handling or external stress.